Event description:
It was reported that the boluses were being cancelled w/o pressing the keypad in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up/down/ok/contrast buttons were intermittently responding to user inputs, and there was evidence of contamination under the key contacts.